Manufacturer narrative:
.

Event description:
It was reported that two days after implant the patient felt twitching from diaphragmatic stimulation and elevated thresholds. The lead was found to have dislocated. The lead was explanted. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.